Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms and had crack on the battery compartment. Customer reports they were able to clear the alarms. Customer states they are able to rewind the pump. Insulin pump passed the self test. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 43, pump error 41, battery alerts, and cosmetic damage located at the battery compartment found on (B)(6)2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 43, 41, and battery alerts were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts were noted in the pump history files and traces. Pump alarmed a pump error 43 on the event date of 10/28/2022 at 09:38:29.000 or 9:38:29 am. Pump alarmed a pump error 41 on the event date of 10/28/2022 at 09:38:29.000 or 9:38:29 am. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Motor was tested outside the pump and passed. The following were also noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, and corroded battery tube. Battery alerts were not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Pump error 43 and 41 were confirmed in the pump history files and traces, problem isolated to the motor assembly. Moisture damage was confirmed found on the battery tube and the force sensor. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information has been updated and provided with this report in section b5. In addition to that, medical device problem code- 3010 has been provided with this report in section h6.

Event description:
Correction: customer alleged 3 times battery errors.